Event description:
It was reported that the patient experienced lack of effective therapy. Device troubleshooting which included catheter dye study, catheter access port withdrawal and rotor study were reported to be "negative of findings". The patient's pump once implanted was started on 25 mcg/day at that time; dose at the time of this report was 804.45 mcg/day. It was also reported that the patient was a "great responder during the trial". Per the reporter, "in the 3 weeks since pump placement, we have increased the dose by 15% on nearly every weekday. He's up to 800mcg/day already, without optimal control of his spasticity per his report. I noticed on the interrogation session reports that the eri (elective replacement indicator) has decreased significantly and found it unusual that he's needing so much med after having a successful trial with 50mcg bolus". They initially strongly suspected that the catheter was not in the intrathecal space which may have accounted for both the non-response to high dose medication and decreased eri. The patient was 11 days between refills at the current dose. Following the catheter troubleshooting, it was determined: "the catheter looks ok to me. Csf was easily aspirated and dye study showed intraspinal spread, consistent with intrathecal injection. The catheter was noted to be in the lumbar canal and in correct place via a dye study. The eri was noted to be decreased to 46 months since the time of implantation. Patient was at 11 days between refills at the current dose. It was also noted that patient was an in-patient on medicine team for sbo (small bowel obstruction) and was improving and would be transferred to sci (spinal cord injury) soon. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk; pouch model: 8590-1, lot# n326605, implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).